Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The evaluation did not reveal anything relevant to the event. The original tubing set(s) were not returned. The returned ar-6480 was run with a lab tubing set and at varying pressures. Then the outflow tubing was clamped off and as expected per the operating manual, the pump reported "over pressure" alarm. When the clamp was released, the pump returned to normal operation. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the procedure, pump pressure was set 40 and read at 40 during entire incident. Noticed patient began to have swelling in the shoulder. Tubing was switched out and swelling in patient continued to increase. Surgeon's opinion was that based on rapid swelling and the amount of swelling, the pump was probably operating at closer to 100 than 40. When cannula was removed fluid began to shoot out of patient with so much pressure that the fluid actually hit the wall 15 feet away from patient. Surgeon used gravity to complete the case. After patient came out of recovery, patient was admitted to the hospital due to experiencing pain. It was not confirmed that the pain was related to the swelling caused by the pump issue. Left rotator cuff procedure. Female patient.